Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Fastener sticks to jaws during the tigerpaw system ii device use and some connectors were not engaged. It's assumed that suture(s) was (were) used to complete the procedure which was a reason for a delay for a couple of minutes. No patient effect. The tigerpaw system ii device was used during cardiopulmonary bypass procedure.